Event description:
It was reported that the right atrial (ra) lead had become dislodged. The physician attempted to reposition the lead but decided to implant a new one, noting that the original lead had lost its anti-inflammatory properties. This ra lead was explanted and a new lead of the same model was successfully implanted. No additional adverse effects on the patient were reported.